Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was not known. Low bg was addressed by consuming carbohydrates. Reportedly the customer was having abdominal pain and not feeling well. Emergency medical services (ems) was contacted. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.